Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. Visual inspection of the device revealed 1 kink. It was located at the tip of the device. Visual examination showed that the device had blood in between the inner and outer shaft. The stent was not returned with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was determined to be a user preference issue. (B)(4).

Event description:
It was reported that stent profile problem occurred. Vascular access was obtained via anterograde approach from v side to stenosis of the left upper arm shunt. The 80% stenosed target lesion was located in a shunt of a moderately tortuous and non-calcified left upper arm vessel. A 7x60x75 epic¿ vascular stent was advanced and deployed to treat the lesion. The physician have though that the stent was longer than 6cm. Post dilatation was performed with a mustang balloon catheter. The physician compared the stent with the balloon marker and confirmed that the stent was longer than 6cm. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent profile problem occurred. Vascular access was obtained via anterograde approach from v side to stenosis of the left upper arm shunt. The 80% stenosed target lesion was located in a shunt of a moderately tortuous and non-calcified left upper arm vessel. A 7x60x75 epic vascular stent was advanced and deployed to treat the lesion. The physician have though that the stent was longer than 6cm. Post dilatation was performed with a mustang balloon catheter. The physician compared the stent with the balloon marker and confirmed that the stent was longer than 6cm. No patient complications were reported and the patient's status was good.